Event description:
It was reported that during a vertebroplasty procedure it was discovered that the monomer bottle was broken. The procedure was completed successfully with a back up device. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received by manufacturer.

Event description:
It was reported that during a vertebroplasty procedure it was discovered that the monomer bottle was broken. The procedure was completed successfully with a back up device. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Device not returned.